Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
The customer called and stated his/her meter is giving low result. The patient was calling for themselves the customer's expected fasting blood glucose test result range is 93-113mg/d. The customer states they are feeling well and the symptoms are negative at this time. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. Customer is concerned with test results from results obtained. The meter memory was reviewed for previous test result history: the 83mg/dl (b)(64 2016 12:00:00 pm fasting:yes, the 94mg/dl (B)(6) 2016 12:00:00 pm fasting:yes, the 86mg/dl (B)(6) 2016 12:00:00 pm fasting:yes, the 81mg/dl (B)(6) 2016 12:00:00 pm fasting:yes.